Event description:
Revision knee case for lcs meniscal bearing change. Upon opening, the surgeon noticed that the medial condyle of the femoral component had a crack through it. After removing the implant, the crack was fully through the metal and the distal-posterior section had separated from the rest of the implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify FDA of the results of this investigation once it has been completed.